Event description:
It was reported that the twist clamp of the transfer set was difficult to turn and would not get locked into position. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The transfer set was returned, and a device analysis was completed. Visual inspection (naked eye and microscopic) was performed, and no abnormalities were identified. The transfer set was able to pass leak, clear passage, and integrity of the seal surface testing successfully. A clamp functional test was performed with no issues noted. Torque testing was also performed on the sleeve and showed that the device was within specifications. The reported issue was unable to be verified during sample analysis. Should additional relevant information become available, a supplemental report will be submitted.